Event description:
This report summarizes 4 malfunction events in which the device had a component detach. 2 events had the problem identified during a non-clinical procedure; there was no patient involvement. 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 4 events were reported for this quarter. Product return status 2 devices were received. 2 devices were not available for evaluation. Additional information 4 devices were not labeled for single-use. 4 devices were not reprocessed or reused.